Event description:
Permanent pacemaker in 2003. Pacemaker analysis physician office the next day - atrial and ventricle leads reversed in pacemaker. Leads reversed in 4/2003 as outpatient. No sequelae.